Manufacturer narrative:
The complaint was reported to msi (as a repair issue) by surgical operational services, inc. It is noted that surgical operational services, inc is not a hospital and they do not have any additional information regarding the alleged malfunction. The device was returned to msi for diagnosis and repair. Evaluation - repair performed for jaw out of alignment and loose box lock.

Event description:
The event is reported as: the clip is not holding. The complaint was forwarded by msi repairs. No pt injury reported.